Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the sheath was changed in to a new 14f amplatzer torqvue 45x45 delivery sheath because, there was severe kinking in the groin, the sheath was placed in the pulmonary vein and the dilator was pulled. A continuous flush was connected to the device to perform the wet-to-wet connection. The device was rinsed according to the rules and connected wet-to-wet. The device was pushed forward and care was taken to ensure that no air was pushed up with it. The ball was removed and an attempt was made to navigate into the left atrial appendage (laa). After five minutes, electrocardiogram (ECG) elevations are visible and there was no air embolism. Another five minutes later, the heart rate was dropped significantly around 20-30 beats per minute (bpm). The patient had to be resuscitated and adrenaline was injected. Patient was intubated. After resuscitation, the heart rate rose again to around 100 bpm. The patient was then taken for a computed tomography (CT) scan to identify and localize the suspected air embolism, but there was no air visible on the CT. Aspiration was always carried out after every entry or exit of a dilator or sheath to remove air. The physician mentioned, there was a spontaneous collapse of the hemodynamic system, possibly due to fasting, but was not possible to identify where that collapse came from. The procedure was terminated and all the sheaths and devices was properly flushed and connected. The patient was resuscitated and intubated. There was no attempt at position in the (left atrial appendage closure (laa)). The patient condition was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of st elevations and bradycardia was reported. Information from the field indicated that st elevations are visible on electrocardiogram (ECG), but there was no air embolism noted. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.